Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and bodily injury. It was further alleged that the patient expired and that all of these allegations were caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.